Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).